Manufacturer narrative:
Pump was received, with a critical pump error (open book image) alarm. Unable to perform the displacement accuracy test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test, due to critical pump error (open book image) alarm. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Pump was cut open to perform visual inspection. And found moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: corroded battery tube, battery tube threads-cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay and keypad overlay texture damage. Critical pump error (open book image) alarm confirmed, due to moisture damage on pcba 1, pcba 2, force sensor and motor home switch. Unable to confirm, pump error 24 and other alarms/other anomalies, due to critical pump error (open book image) alarm. Unable to download history files and traces, due to critical pump error (open book image) alarm. Exposure to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image on screen. Customer stated that the insulin pump did received pump error alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.